Event description:
Information was received from a patient (pt) regarding an external device. : patient didn't have equipment with him during call (patient at work and equipment was in car in parking lot). The reason for call was patient reported that their "remote and chargers have all 'taken a sh*t". Patient clarified that they have been issues for about a month and a half with the controller and finally yesterday the controller completely stopped working. Patient said controller won't take a charge and when controller does take a charge the controller battery depleted within an hour. Patient said it took 4 minutes of controller being plugged into ac power supply for the light to come onto the controller to start charging. Patient said controller screen comes on but the patient can't use controller to turn implant on or off and battery pack had to be taken out and put back in to get controller working again. Patient said they think the whole controller had gone bad and was worried about controller going completely out and then patient wouldn't have anything for their pain. Troubleshooting was unable to be performed as patient didn't have equipment with him. No patient symptoms were repo rted. Additional information was received. The patient (pt) called back and reported that the controller will become unresponsive and not allow them to adjust their stimulation intensity and they have done multiple controller resets but that does not resolve the issue. Pt noted that the plastic bracket in the controller charging port was damaged and they had to use glue to fix the equipment. Pt had difficulties plugging the ac power supply cord and recharger (rtm) into the controller for they have to push harder and hold the cord in order to charge. Pt noted that when they charge the implanted device the controller battery depletes faster and the equipment gets warmer. Pt controller battery used to hold a charge for 3 or 4 days but now its only a day. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number ) revealed rtm non-functioning due to being chewed on by an animal. Scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.